Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced intermittent issues with the co2 not providing a numeric. The device was reported to be in clinical use at the time, but no adverse event to patient or user was reported.